Manufacturer narrative:
(B)(4). D10: item# 00585001296; lot# 66068976. Item# 00585002017; lot# 66148661. Item# 00585007012; lot# 66148732. Item# 00585001296; lot# 66324151. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately eight (8) months post-implantation due to a broken zss post on the poly and a broken cement shield. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified the fractured articular surface, hinge post, and insert. Further evaluation cannot be made from the provided pictures. Some bio-debris is noted to the devices. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: long-stem constrained right knee arthroplasty with post fracture and cement shield fracture with mild resulting malalignment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.